Event description:
A caller reported a malfunction on their pump. The issue did not cause their blood glucose level to exceed 500 mg/dl. The customer received assistance from technical support to reset the pump successfully, and they were instructed to continue using it. The customer understood to call back if the malfunction code recurred.